Event description:
Patient reported their teeth pockets have gotten way to deep some at 9 in a short period of time for him to even perform their regular cleaning. Their dentist recommended them to visit a periodontist. Their dentist also said that their teeth are badly infected and they were prescribed an antibiotic. The dentist recommended that they stop using the aligners immediately.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information that was provided from a follow up with the customer. We received an email stating they have had to have a tooth extracted. The patient stated that due to the damage caused by the treatment, they were forced to remove one of their back teeth, and they now have two additional surgeries scheduled. Furthermore, they need to replace a crown because their bite no longer aligns properly, a complication stemming from only treating the upper teeth without addressing the lower teeth, despite being assured by professionals team that this was acceptable after reviewing their impressions. The pain they stated that they have endured over the past few weeks has been unbearable, and they are deeply distressed about the potential loss of all their remaining teeth due to extreme bone loss.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.